Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.  The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the event occurred because humidity invaded the light guide lens, which led to corrosion occurring from applied physical stress to the distal end, such as hitting and dropping, and/or glue peeled off by chemical stress, such as chemical solutions used for the device. The type of foreign material that remained in the device could not be identified; therefore, a definite root cause could not be determined.  The event can be detected or prevented by following the instructions for use, which state: IFU states that detection method in evis exera ii tjf type q180v operation manual, chapter 3, preparation and inspection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material under the light guide lens. There were no reports of patient involvement.